Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Product not currently marketed in the us; however, similar devices are. The provided products are according to the specifications. Customer expectation was not fulfilled. This issue is currently being reviewed with r and d and marketing. "Other" instruments were used to take out the trials. Only the provided instrument for the removal of the trial implants may be used. There were no material or product deviations found.

Event description:
Country of complaint: (B)(6) after some use of the trials it's impossible to take the trial out of the cup. The material seems to be weak and bad quality. When taking out the trial with the normal device, the trial deforms. The surgeon has to use other instruments. There is a risk of leaving particles in pt.